Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported plastic particles floating around in the barrel of the syringe. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and each syringe ahs a piece of plastic inside at the bottom of the syringe barrel. The piece is 1" long and from the top part of the syringe. No other defects or imperfections were observed. This defect can occur if there was a misalignment at the plunger rod assembly process inducing the piece of plastic being removed from the top part of the syringe barrel. As the lot provided is 'unknown,' a device history record review and could not be completed. Verification of the plunger rod assembly process was performed finding all settings and alignment correct. The product flow was acceptable. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 50ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "it was reported plastic particles floating around in the barrel of the syringe."